Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that in the mitraclip instructions for use states the following warning: do not continue turning the arm positioner if resistance is felt; device damage may occur. All available information was investigated and the reported difficulty grasping the leaflets appears to be related to patient morphology/pathology. In addition, it was determined that the reported clip arm actuation issue (jumping) and inability to fully close the clip was likely a result of user error. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed because during mitral valve leaflet grasping, the clip was jumping and would not fully close on the leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 61214u116) was advanced to the mitral valve. Leaflet grasping was difficult due to the challenging leaflet anatomy. After several grasping attempts, while attempting to close the clip, the clip would jump to a closing position. The clip was retracted back to the left atrium and attempted to be closed, but it appeared that the clip remained approximately 20 degrees open. It was observed that during use with the first cds, the lever was pulled past the blue line several times by the operator, and it was believed that the device may have been over-torqued. While in the ventricle, it was believed that the clip was over-inverted, as the operator was cranking the knob to invert. This was also observed during device preparation. The cds was removed and replaced. One clip were implanted during the procedure, reducing the mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.